Manufacturer narrative:
It was reported that as a drain was being removed it broke. The retained piece was found with use of an ultrasound and had to be surgically removed. Multiple attempts have been made to gather additional information with very little response from the facility. We have not been provided many details regarding this incident. No sample has been returned for evaluation. It is unknown if the drain was sutured in place, knicking or cutting the drain can affect the integrity of the drain. Without a sample a root cause has not been determined. Device not returned.

Event description:
The drain broke upon removal. The retained piece was removed surgically.